Event description:
Per the clinic, the patient experienced sound distortion and shocking sensation with device. It was also reported that the patient's speech perception was nearly zero. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (b)(6) 2026, and the patient was reimplanted with another cochlear device on (b)(6) 2026.